Event description:
Spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hyperthermia ("I start getting over heated"), malaise ("I start feeling sick I never used to be like this") and temperature intolerance ("sensitive to heat"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hyperthermia and malaise outcome was unknown. The reporter considered hyperthermia, malaise, medical device removal and temperature intolerance to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs received: new events I start getting over heated, I start feeling sick I never used to be like this and sensitive to heat were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hyperthermia ("I start getting over heated"), malaise ("I start feeling sick I never used to be like this"), temperature intolerance ("sensitive to heat") and sjogren's syndrome ("autoimmune-sjogrens"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hyperthermia, malaise and sjogren's syndrome outcome was unknown. The reporter considered hyperthermia, malaise, medical device removal, sjogren's syndrome and temperature intolerance to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sjogren's syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: content from social media received. Event autoimmune-sjogrens was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hyperthermia ("I start getting over heated"), malaise ("I start feeling sick I never used to be like this"), temperature intolerance ("sensitive to heat"), sjogren's syndrome ("autoimmune-sjogrens"), nervousness ("shaky") and anxiety ("anxious"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hyperthermia, malaise, sjogren's syndrome, nervousness and anxiety outcome was unknown. The reporter considered anxiety, hyperthermia, malaise, medical device removal, nervousness, sjogren's syndrome and temperature intolerance to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- shaky feelings, anxious mood, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.